Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading was 563 mg/dl. Customer was not feeling well all day. Customer called the paramedics. Customer had an upset stomach and headache. Customer was transported to hospital. Diagnosed diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.